Manufacturer narrative:
Films were supplied for review. Ap view of metrx tlif at l5/s1 with vb replacement. L5 pedicle has pak needle fragment left in place pedicle screw fixations is unilateral only.

Manufacturer narrative:
The product was returned for evaluation. Visually confirmed cannula broken approximately 24mm from tip, with the broken off portion of the needle remaining in the patient. Visual and optical examination identified pak needle cannula tip deformation of approx 6 degrees, as well as cannula hub deformation consistent with bend stress overload. Witness marks and gouges noted on both sides of the cannula hub. Fracture surface examination identified a fairly ductile fracture, with helical fracture morphology that suggests torsional overload as the mechanism of failure. Dimensional examination of inner and outer cannula diameter, as well as material hardness were inspected and found to be conforming to product specifications. After visual, optical, dimensionally, and physical inspection, no evidence was found that would suggest a defect in manufacturing or processing of the implant components. The above observations are consistent with torsional overload.

Manufacturer narrative:
(B)(6). (B)(4). The product was not returned for evaluation. Films were supplied for review; however, the review results are not available at the time of this report. A follow-up report will be sent when the review is complete. A review of the device history records did not identify any applicable nonconformance to specification.

Event description:
It was reported that the patient underwent a minimally invasive surgical procedure at l5-s1 with a micro endoscopic laminoplasty at l4. It was reported that about a 30mm piece of the tip of a needle fractured in right l5 pedicle during extraction of the needle. It was impossible to remove the fragment from the pedicle; as a result, the procedure ended up with left fixation only. No additional patient complications were reported.